Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod 5 controller started smoking, "it just shut off and made this like it made like this puffin sound. The whole phone (controller), started smoking." The customer confirmed she threw the device away and therefore further investigation and analysis is not an option. There was no medical event or patient injury related to the device issue reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for evaluation.